Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: axillary small incision in the axilla. Handpiece got quite warm, warmer than usual. The tip was laid up against the skin and was burned- 2nd degree burn. Bacitracin was applied. No other adverse events reported. Surgeon and staff thought the device tip was hotter than normal.

Event description:
It was reported that during a right axillary lymph node dissection procedure the patient suffered from a burn from an unknown source along the incision line .